Manufacturer narrative:
A photo was returned showing the filter from the vent plug juncture missing. No samples were returned for investigation. The reported complaint of a separation on the 14687-15 primary plum set can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record could not be reviewed due to the unknown lot number.

Manufacturer narrative:
A sample picture is available for evaluation. The investigation is pending.

Event description:
The event involved primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported the air vent parts became loosened and detached. No report of patient harm.